Event description:
The physician reports performing cataract (phaco) surgery with implantation of the mi60 intraocular lens. During the surgery, the anterior capsule was torn leaving one haptic in the anterior chamber near the iris. Explant of the mi60 is planned and replacement will be with a sulcus fixated lens. Additional information has been requested.

Manufacturer narrative:
(B)(4).